Event description:
The report stated that after cutting, the knife would not retract and, as a result, the handle would no longer open. The surgeon resected the tissue to remove the device. Another device was used to complete the procedure without complications. There was no pt tissue damage and no bleeding.

Manufacturer narrative:
Date of initial report : 10/28/2008. The incident device has been received and is under evaluation. When the device eval is complete, a f/u report will be submitted.